Manufacturer narrative:
Preventative maintenance was performed on the system without any complications. System was found to meet specifications. Contributing factors to an anterior capsule tear include the treatment itself, patient movement, patient anatomy, and surgical technique. However, no information regarding the surgical conditions was recorded. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub tech reported two patients with anterior capsule tears at 3 o'clock and 6 o'clock during laser assisted cataract surgery. Additional information requested. There are two related reports. This report addresses patient two and another manufacturer report will be filed for patient one.